Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. The distributor followed the proper load technique, but the cartridge alarm recurred, preventing the customer from resuming insulin therapy. Technical support decided to replace the pump, and the customer reverted to using multiple daily injections to ensure insulin delivery continued.